Event description:
It was reported that the rotation button was stuck and the c-arm rotated uncommanded. No injury reported. A field engineer was dispatched to the site and determined that the button had loose set screws. After the set screws and all moving component hardware was tightened the system was working as intended.